Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and during svc the device was found with a non functioning irrigation pump. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that svc was required for the device. During svc, it was noted that the irrigation pump was not functioning. The device was not used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.